Event description:
Patient (B)(6) has used thermacare for the back for 24 hours and when he has moved it to the hips, patient has applied it directly on the skin [intentional device misuse]; patient has burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A male patient (B)(6) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) , from an unspecified date for the back. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported he used thermacare for the back for 24 hours and when he has moved it to the hips, he got a burn blister. He had applied it directly on the skin. Events were occurred on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "had applied it directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the eventsare assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "had applied it directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] patient has burn blister [burns second degree] , patient over 55 years old used thermacare for the back for 24 hours, applied it directly on the skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient over 55-years-old started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for the back. The patient's medical history and concomitant medications were not reported. The patient reported he used thermacare for the back for 24 hours and when he moved it to the hips, he got a burn blister. He had applied it directly on the skin. Events occurred on an unspecified date with outcome of unknown. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no; severity of harm: n/a; site sample status: not received. Follow-up (21sep2016). Follow-up received from the same contactable consumer. The reporter has no further information to report on the case. The patient could not be contacted. Follow-up attempts completed. No further information expected. Follow-up (18mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Information on the batch number cannot be obtained., comment: based on the information provided, the events "burn blister and intentional device misuse as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no; severity of harm: n/a; site sample status: not received.

Event description:
Event verbatim [preferred term] patient over 55 years old used thermacare for the back for 24 hours, applied it directly on the skin [intentional device misuse] , patient has burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient over 55-years-old of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for the back. The patient's medical history and concomitant medications were not reported. The patient reported he used thermacare for the back for 24 hours and when he moved it to the hips, he got a burn blister. He had applied it directly on the skin. Events occurred on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (21sep2016). Follow-up received from the same contactable consumer. The reporter has no further information to report on the case. The patient could not be contacted. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event "had applied it directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device., comment: based on the information provided, the event "had applied it directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device.